Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and was experiencing communication issues using the charger. Replacement chargers and troubleshooting were unable to resolve the issue. The patient underwent surgical intervention where the ipg was replaced with a new one. The patient¿s therapy was restored post-operatively.